Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen inaccuracy on an increasing frequency. After calibration, the customer noted a dead spot in the lower right of the screen. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 07aug2019. Multiple attempts have been made to contact the customer for additional information regarding the status of this device, but to date, the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.